Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. (B)(4)was returned to heartware for evaluation. The pump as received, exhibited evidence of previous disassembly. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed a slight increase in power consumption of approximately 0.3w starting on (B)(6) 2017. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report did not reveal evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information clinical factors that may have contributed to the reported event include possible issues with the management of the patient's therapeutic anticoagulation and antiplatelet medications as well as the patient's related comorbidities. Although the root cause of the reported event cannot be conclusively determined, there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. According to the instructions for use (IFU), high watt alarms are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). This complaint is a duplicate of another complaint (B)(4) which was opened to capture the pump exchange as a result of this event, however all information will be captured in this complaint. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient presented to hospital on (B)(6) 2017 with a slight elevation in hvad power consumption and flows and dark urine. The site reported that despite the rise in parameters, they remained within the normal operating range. At the time of the event, the patient was on aspirin and coumadin. Laboratory findings revealed an elevated lactate dehydrogenase (ldh) and therapeutic international normalized ratio (inr). The patient was admitted to the cardiovascular intensive care unit (cvicu) and started on a heparin infusion. Preliminary analysis of the controller log files revealed that the parameters remained unchanged the following day on (B)(6) 2017.  The patient is reported to have undergone a pump exchange on (B)(6) 2017 when his condition failed to improve. The patient is reported to have done well post-operatively with plans to discharge him on (B)(6) 2017. The patient's physician reported that the event was likely related to the hvad system.